Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device was monitored and no frozen display window noted. The time clock advanced. No unexpected battery out limit alarms noted. All operating currents tested within specification range. All the buttons did function properly. However, moisture damage was noted on keypad traces.

Event description:
The customer's mother reported that the insulin pump screen froze while exercising. Customer stated changed battery and received battery out limit. The light of the insulin was on but keypad unresponsive. Customer's blood glucose was 280 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.